Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and two (2) non-endologix devices (gore excluders) to treat an abdominal aortic aneurysm (aaa). This procedure is outside the indications of use (off-label) due to concomitant use with products outside the IFU. Approximately seven (7) months post procedure, aneurysm enlargement and narrowing of the aortic stent graft was identified. As there is aneurysm enlargement an endoleak is suspected however this endoleak if currently indeterminate. The physician completed an intervention and implanted a non-endologix gore excluder and a vela suprarenal stent graft extension to treat this event. An angiography confirmed the narrowing of the aortic stent graft was resolved. The patient will continue to be monitored. Additional information: clinical assessment determined that the narrowing of the aortic stent graft was due to the buckling of the distal end of the bifurcated stent graft. There was also evidence to reasonably suggest multiple type 2 endoleaks of the lumbars (non- device related failure) had also occurred. The type 2 endoleaks were discovered during the 6 month post computed tomography (CT) scan.

Manufacturer narrative:
The reported adverse event / incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event / incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number / lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac growth of 5.5mm and the buckling of the distal main body stent were confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest multiple type 2 endoleaks of the lumbars (non- device related failure) had also occurred. The type 2 endoleaks were discovered during the 6 months post computed tomography (CT) scan. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The bilateral iliacs were off label (distal measurement should be 10-23mm), it is unclear if this contributed to the reported event. Also there was off IFU concomitant product use in the bilateral iliac arteries, this did not appear to contribute to the reported event. The final patient status was reported to be under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. G4: awareness date has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and two (2) non-endologix devices (gore excluders) to treat an abdominal aortic aneurysm (aaa). This procedure is outside the indications of use (off-label) due to concomitant use with products outside the IFU. Approximately seven (7) months post procedure, aneurysm enlargement and narrowing of the aortic stent graft was identified. As there is aneurysm enlargement an endoleak is suspected however this endoleak if currently indeterminate. The physician completed an intervention and implanted a non-endologix gore excluder and a vela suprarenal stent graft extension to treat this event. An angiography confirmed the narrowing of the aortic stent graft was resolved. The patient will continue to be monitored.